Event description:
A tech discovered that the siderail would not latch on this stretcher properly. Pursuant to our response to warning letter, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Manufacturer narrative:
Upon complaint review, it was determined that this condition has the potential to cause serious injury, were it to reoccur. The tech replaced the latching mechanism in order to resolve this issue.